Manufacturer narrative:
The device was returned and evaluated by the supplier. The supplier's evaluation included a review of manufacturing records, which found that the device met all manufacturing and quality testing/inspection specifications prior to distribution. The review of the returned device found that the internal catheter wires were broken inside the sensor case. The catheter was received in a drainage tube. Due to the condition in which it was received, no functional testing was possible. Based on the evaluation of the device, the supplier was able to confirm the reported issue and determined the cause of failure to be mishandling of the catheter. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
(B)(4). The sensor was not detected by the 3 different icp express. The procedure was completed by using another device. Repository number: (B)(4). (B)(4): for you below: was there a delay in surgery over 30 minutes? No. Were there any adverse consequences to the patient? No.